Manufacturer narrative:
On 06/07/18, it was reported to mentor that the device history record (DHR) for the lot number 7499360 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/26/2018, it was reported to mentor that the device evaluation and investigation have been completed. The device was received with no fluid. White material was observed within the device. During initial evaluation, the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 560cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.